Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported they were receiving an error 4 message, when inserting strips and battery and booklet icons were present on their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment.